Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 1.0 ml of juvéderm volbella® xc in the lips. Approximately a month and a half later, patient developed painful nodules, redness, swelling at the patient¿s entire upper and lower lip. Patient was treated a couple days after onset with im solumedrol 80 mg and prednisone taper started by mouth. A couple days later, hcp also prescribed the patient with im solumedrol 80 mg and prednisone increased to 40 mg 2x daily route for 5 days, followed by slow taper. One week later, patient received 2 ml of hyaluronidase to the lips. The hcp advised the patient to get tested for auto-immune disease to rule out other causes. Hcp suspects symptoms was likely secondary to covid virus. The symptoms have since resolved.